Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a vented nitroglycerin set was leaking from underneath the drip chamber where it meets the tubing. There was no patient involvement. No additional information is available.